Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had to change the battery about 4 times for the last two weeks. Customer stated that they have to change the battery every two and half to three days. Customer stated that they did try to replace the battery cap with the battery cap from the old pump, but the same issue occurred. Customer's blood glucose level was 131 mg/dl. Customer stated that they were receiving a low battery alert every 2-3 days. Customer had no alarms in the sensor alert history. There were no alerts in the history to show that a sensor has ever been worn. Customer stated that when he pushes the esc button, the sensor glucose graph does not show. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.